Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head, modular sleeve and echelon stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The intraoperative report noted milky fluid from the metal-to-metal disease and/or infection. Synovium was sent for both culture and pathology. The pathology report indicated fibrous tissue with acute inflammation and fibrinous exudate. Cultures were positive for e. Faecalis and rothia mucilaginous. The origin of the reported e. Faecalis and rothia mucilaginous of the tissue is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The intraoperative finding of milky fluid and inflammation noted on the pathology report are consistent with metallosis and infection. Without the support of imaging and the analysis of the explanted components the root cause of the clinical findings cannot be confirmed, and it cannot be concluded that the reported clinical findings were associated with mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent left hip revision surgery due to metallosis, pseudotumor.